Event description:
Patient states that last night the connector on the pressure tubing became disconnected from the ventilator and they could not breathe. Pt called 911 two times and was connected to their back-up ventilator. Upon going back on their regular ventilator (puritan bennett nelcor lp10) pt again could not breathe and made the second 911 call. It was discovered that the pressure tubing had filled up with water and it was hard to clear. Pt states that the new design with the plastic end instead of the brown rubber end does not fit as well, that the tubing is too long and the pressure tubing is too narrow and gets filled up with water. Pt was told that professional services will send a postage paid label and asked that they please mail one of the new designed circuits back to allegiance. Pt would prefer to have old design replaced to them.